Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited abrupt impedance changes due to a header contact issue. Technical services (ts) provided information about the mechanism as requested. Additional information is being requested from the field. No adverse patient effects were reported. This pacemaker system remains in service. Additional information was provided by the field representative. This pacemaker exhibited low out of range pacing impedance measurements. The header contact issue was identified during isometrics, where noise was noted. The patient was offered a lead revision; however, no further details were available. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Device codes were updated due to additional information received.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker and non boston scientific right ventricular (rv) lead exhibited abrupt impedance changes due to a header contact issue. Technical services (ts) provided information about the mechanism as requested. Additional information is being requested from the field. No adverse patient effects were reported. This pacemaker system remains in service.